Event description:
Customer reported that the current pump did not fully charge the battery properly and issued a battery error while charging, preventing the pump from reaching 100% charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance from cts, was currently out of warranty, and in the process of acquiring a new device. No additional outcome information was received regarding the event.